Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the right coronary artery (rca). The 3.50x12 mm taxus express2 drug eluting stent was unable to cross the lesion. The physician noticed the stent was flared when he removed it from the pt. The procedure was completed with a non-boston scientific stent. No pt complications were reported. Pt status reported as "good."